Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® sc femoral component cemented sz. 2 right had to be revised after an implantation period of two years and three months due to loosening and pain. Intraoperatively it was also found that the acs® double taper sz. +0mm had fractured. Optical examination of the explants was not possible, as they were not provided to the implantcast gmbh. A picture taken intraoperatively shows the femoral component and the proximal fragment of the acs® double taper. However, no fracture characteristics are recognizable. The manufacturing documents and description of the surgical technique were checked, no deviations were found. It is known that the patient previously had to undergo revision surgery on the femoral parts of the prosthesis system due to a fractured cone of the femoral component. According to an external medical report, a patient specific condition caused the incident. A "flagpole fixation" situation had arisen because the bone-implant fixation had deteriorated in the metaphyseal area while remaining intact in the diaphyseal area. This resulted in an unfavourable distribution of forces on the bone, which triggered bone remodelling processes ("stress shielding") that further deteriorated the metaphyseal fixation. Under continuous stress, this led to high forces being exerted on the implant, resulting in material fatigue over time and ultimately causing the reported fracture. It can be suspected that a similar situation caused the present incident. An x-ray image taken before the revision surgery and the surgical report demonstrate that the femoral stem is firmly anchored in the bone. Tilting of the femoral stem tip towards the anterior side, along with the formation of a bulge in the bone medial to the stem tip, indicates that there are high stress levels in the femoral stem and the adjacent bone. In contrast, the femoral component is assumed to be loosened, as indicated by a gap underneath the femoral shield, which is confirmed by the information in the revision surgery report. In this regard, the instructions for use state that physiological or anatomical conditions, which preclude or are not expected to maintain an adequate bony support of the implant are a contraindication. As with the previous incident, it is likely that the implant, in this case the double taper, fractured due to material fatigue caused by high forces being exerted on it over time. Additionally, the instruction for use explains that the durability of an implant can be limited by biological, material, and biomechanical factors. As the patient is slightly overweight this may have contributed to increased joint load and an early loosening. Furthermore, the femoral component used appears to be too small in relation to the size of the metaphysis (excess bone). Using a larger sized femoral component probably would have been beneficial in this situation. The presence of a dark crack in the femoral bone, which can be detected in the x-ray after revision, indicates that the bone had fractured during or after the procedure. A possible explanation could be poor bone quality or an inappropriate surgical technique. However, the data available not sufficient to support these assumptions. In conclusion, the available data indicate that the incidents, femoral loosening and fracture of the double taper, may have been caused by patient-specific factors (poor metaphyseal bone support / "flagpole fixation" situation, slightly overweight patient) and possibly an inappropriate choice of implant by the treating physician. The pain is most likely due to the fracture of the offset adapter. The event was assigned to the hazard I "implant failure", the hazard ii "pain" and the hazard iii "aseptic loosening" in the associated risk management overview.

Event description:
The revision was due to a loosening of the femoral component. A fracture of the femoral offset adapter was then discovered during the operation. The patient was subsequently treated with a kri mk right. There was already a reportable incident for this patient (revision acs sc femur after fracture of the femoral box), which was treated under re23.008, ic- 20230414b, case number authority: (B)(4)." * and "[...] I have received information that the patient experienced pain, which is why he was scheduled for revision surgery due to suspected loosening. [...]"* *translated from german. Remark implancast gmbh: the event was split into two incidents to cover all error. Patterns: ic-20250714c_1: fracture of the femoral double taper, pain. Ic-20250714c_2: loosening of the femoral component. Only ic-20250714c_1 was classified as reportable to the FDA.

Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® sc femoral component cemented sz. 2 right had to be revised after an implantation period of two years and three months due to loosening and pain. Intraoperatively it was also found that the acs® double taper sz. +0mm had fractured. Optical examination of the explants was not possible, as they were not provided to the implantcast gmbh. A picture taken intraoperatively shows the femoral component and the proximal fragment of the acs® double taper. However, no fracture characteristics are recognizable. The manufacturing documents and description of the surgical technique were checked, no deviations were found. It is known that the patient previously had to undergo revision surgery on the femoral parts of the prosthesis system due to a fractured cone of the femoral component. According to an external medical report, a patient specific condition caused the incident. A "flagpole fixation" situation had arisen because the bone-implant fixation had deteriorated in the metaphyseal area while remaining intact in the diaphyseal area. This resulted in an unfavourable distribution of forces on the bone, which triggered bone remodelling processes ("stress shielding") that further deteriorated the metaphyseal fixation. Under continuous stress, this led to high forces being exerted on the implant, resulting in material fatigue over time and ultimately causing the reported fracture. The present external medical report confirms that a similar situation caused the present incident. An x-ray image taken before the revision surgery and the surgical report demonstrate that the femoral stem is firmly anchored in the bone. Tilting of the femoral stem tip towards the anterior side, along with the formation of a bulge in the bone medial to the stem tip, indicates that there are high stress levels in the femoral stem and the adjacent bone. In contrast, the femoral component is loosened, as indicated by the intraoperative picture after revision, showing that only a small amount of bone residues is attached the bone cement, and a gap underneath the femoral shield, which can be seen in the pre-revision x-ray. Also, only a low amount of bone cement has been used for fixation of the femoral component. The loosening is confirmed by the information in the revision surgery report. In this regard, the instructions for use state that physiological or anatomical conditions, which preclude or are not expected to maintain an adequate bony support of the implant are a contraindication. As with the previous incident, it is likely that the implant, in this case the double taper, fractured due to material fatigue caused by high forces being exerted on it over time. Using a smaller femoral stem or the application of an additional femoral cone would have been necessary in this case. Additionally, the instruction for use explains that the durability of an implant can be limited by biological, material, and biomechanical factors. As the patient is slightly overweight this may have contributed to increased joint load and an early loosening. Furthermore, the femoral component used appears to be too small in relation to the size of the metaphysis (excess bone). Using a larger sized femoral component probably would have been beneficial in this situation. The presence of a dark crack in the femoral bone, which can be detected in the x-ray after revision, indicates that the bone had fractured during or after the procedure or that there is a gap between the femoral bone and the cement mantle. A possible explanation could be poor bone quality or an inappropriate surgical technique. Further information whether cemented or cementless implants have been used is needed to evaluate these pictures, but early loosening may be a future consequence. In conclusion, the available data indicate that the incidents, femoral loosening and fracture of the double taper, have been caused by patient-specific factors (poor metaphyseal bone support / "flagpole fixation" situation, slightly overweight patient) and possibly an inappropriate choice of implant by the treating physician. The pain is most likely due to the fracture of the offset adapter. The event was assigned to the hazard I "implant failure", the hazard ii "pain" and the hazard iii "aseptic loosening" in the associated risk management overview.

Event description:
The revision was due to a loosening of the femoral component. A fracture of the femoral offset adapter was then discovered during the operation. The patient was subsequently treated with a kri mk right. There was already a reportable incident for this patient (revision acs sc femur after fracture of the femoral box), which was treated under re23.008, ic- 20230414b, case number authority: (B)(4). And "I have received information that the patient experienced pain, which is why he was scheduled for revision surgery due to suspected loosening. " translated from german remark implancast gmbh: the event was split into two incidents to cover all error patterns: ic-20250714c_1: fracture of the femoral double taper, pain, ic-20250714c_2: loosening of the femoral component. Only ic-20250714c_1 was classified as reportable to the FDA. A follow up report is required due to the information provided by an external medical expert report on 20.08.2025.

Event description:
The revision was due to a loosening of the femoral component. A fracture of the femoral offset adapter was then discovered during the operation. The patient was subsequently treated with a kri mk right. There was already a reportable incident for this patient (revision acs sc femur after fracture of the femoral box), which was treated under re23.008, (B)(4), case number authority: (B)(4)." And "[...] I have received information that the patient experienced pain, which is why he was scheduled for revision surgery due to suspected loosening. [...]"* translated from german: remark implancast gmbh: the event was split into two incidents to cover all error patterns: (B)(4)_1: fracture of the femoral double taper, pain (B)(4)_2: loosening of the femoral component only (B)(4)_1 was classified as reportable to the FDA. A follow up report is required because the explants were provided to the implantcast gmbh on (B)(6) 2025.

Manufacturer narrative:
It was reported to the implantcast gmbh that an acs® sc femoral component cemented sz. 2 right had to be revised after an implantation period of two years and three months due to loosening and pain. Intraoperatively it was also found that the acs® double taper sz. +0 mm had fractured. Optical examination of the explants confirms the fracture of the double taper. The characteristics of the fracture surfaces (flat, beach marks, shear lip) are consistent with a fatigue fracture resulting from sustained overloading over an extended period of time. Further damage to the explants (scratches, cut-off pin of the pe-insert) probably results from the explantation surgery. The manufacturing documents and description of the surgical technique were checked, no deviations were found. It is known that the patient previously had to undergo revision surgery on the femoral parts of the prosthesis system due to a fractured cone of the femoral component. According to an external medical report, a patient specific condition caused the incident. A "flagpole fixation" situation had arisen because the bone-implant fixation had deteriorated in the metaphyseal area while remaining intact in the diaphyseal area. This resulted in an unfavourable distribution of forces on the bone, which triggered bone remodelling processes ("stress shielding") that further deteriorated the metaphyseal fixation. Under continuous stress, this led to high forces being exerted on the implant, resulting in material fatigue over time and ultimately causing the reported fracture. The present external medical report confirms that a similar situation caused the present incident. An x-ray image taken before the revision surgery and the surgical report demonstrate that the femoral stem is firmly anchored in the bone. Tilting of the femoral stem tip towards the anterior side, along with the formation of a bulge in the bone medial to the stem tip, indicates that there are high stress levels in the femoral stem and the adjacent bone. In contrast, the femoral component is loosened, as indicated by the intraoperative picture after revision, showing that only a small amount of bone residues is attached the bone cement, and a gap underneath the femoral shield, which can be seen in the pre-revision x-ray. Also, only a low amount of bone cement has been used for fixation of the femoral component. The loosening is confirmed by the information in the revision surgery report. In this regard, the instructions for use state that physiological or anatomical conditions, which preclude or are not expected to maintain an adequate bony support of the implant are a contraindication. As with the previous incident, it is likely that the implant, in this case the double taper, fractured due to material fatigue caused by high forces being exerted on it over time. Using a smaller femoral stem or the application of an additional femoral cone would have been necessary in this case. Additionally, the instruction for use explains that the durability of an implant can be limited by biological, material, and biomechanical factors. As the patient is slightly overweight this may have contributed to increased joint load and an early loosening. Furthermore, the femoral component used appears to be too small in relation to the size of the metaphysis (excess bone). Using a larger sized femoral component probably would have been beneficial in this situation. The presence of a dark crack in the femoral bone, which can be detected in the x-ray after revision, indicates that the bone had fractured during or after the procedure or that there is a gap between the femoral bone and the cement mantle. A possible explanation could be poor bone quality or an inappropriate surgical technique. Further information whether cemented or cementless implants have been used is needed to evaluate these pictures, but early loosening may be a future consequence. In conclusion, the available data indicate that the incidents, femoral loosening and fracture of the double taper, have been caused by patient-specific factors (poor metaphyseal bone support / "flagpole fixation" situation, slightly overweight patient) and possibly an inappropriate choice of implant by the treating physician. The pain is most likely due to the fracture of the offset adapter. The event was assigned to the hazard I "implant failure", the hazard ii "pain" and the hazard iii "aseptic loosening" in the associated risk management overview. The frequencies of occurrence are below the accepted limits.